Event description:
Received info stating pt had accidently performed a fill tubing and was experiencing low bg's.

Manufacturer narrative:
T: slim user guide states: never fill your tubing while your infusion set is connected to your body.